Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the motor speed was unstable. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that a zb dermatome "slows down" in use. No adverse events were reported as a result of this malfunction.